Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer's parent reported that the insulin pump alarmed for no delivery. The parent did not know the blood glucose reading. The alarm was resolved with a complete set change and the parent was unable to troubleshoot for the issue. The customer was advised that the reservoir would be replaced and agreed to return the product for analysis.